Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. However, a video was provided by the customer. The customer has indicated that the ventilator was placed too close to the MRI machine. The operator's guide states: zoll recommends placing the ventilator at lease 2 meters or 6 and a half feet from the MRI magnet's bore opening. This report has been closed as user error. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "compressor failure -1001" error message. Complainant indicated that there was no patient involvement in the reported malfunction.